Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered on the remote monitoring system indicating this cardiac resynchronization therapy defibrillator (crt-d) and unknown lead recorded an out-of-range impedance measurement though not associated value could be found upon further review. The health care professional (hcp) inquired why there was no associated out-of-range measurements available at which time boston scientific technical services (ts) explained how the timing of the 21 hour measurement window and 24 hour trend window can cause such issues. No further information is available at this time. No adverse patient effects were reported.